Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Upon visual inspection it was observed that the product had wear and tear damage to the top and bottom enclosures. Functional testing consisted of attaching the test hose, plugging in the line cord, pressing the on button, and selecting high on the keypad. It was during this test that it was discovered that the device was not in overpenetrate as the original complaint claimed, the device was instead disconnected due to a damaged micro switch. The root cause of the reported issue was found to be a damaged micro switch assembly which was damaged due to customer actions. No actions were taken to repair due to the age and condition of the device. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.(UDI) is unknown. No information is provided to date. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was an overpenetrate problem. No patient injury was reported.